Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports that a patient was injected with juvéderm® voluma¿ with lidocaine and juvederm® volite¿ in the malar area, supralabial, mento and jaw angle. Botox® was injected concomitantly. Patient developed a dental infection and sinusitis and unspecified treatment was provided. Swelling appeared at the injection sites 2 months post-injection.